Event description:
It was reported that several vf and ams episodes were observed. Noise was observed on rv channel with multiple shocks delivered. High threshold also noted. The noise was not reproduced with pocket manipulation. Insulation damage between two coils and subclavian occlusion were suspected. The physician decided to extract the lead. During laser extraction procedure the patient heart rhythm dropped and there was no capture with temporary lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cardiopulmonary resuscitation was performed but, the patient didn't have mechanical and electrical movements. Pericardiocentesis and thoracotomy was performed without success and the patient expired. Cardiac tamponade was suspected. Device will not be returned.